Event description:
Procedure: colectomy. According to the reporter: after stapling on mesentery, the jaws would not release from tissue. The surgeon did not know if the staple line was correct. She managed to free a part of the tissues, but had to use a second device on the right part of the mesentery to recut and re-staple. Additional tissue was resected.

Manufacturer narrative:
Initial report sent to FDA on 06/15/2009.